Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens haptic was torn. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Patient: (B)(4) no consequences or impact to patient. Device : (B)(4) - lens (iol), torn, split, cracked. Device evaluated by manufacturer? No. Lens was discarded by the facility. Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded by the facility.